Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the foreign material in the nozzle, since it is unknown if the user conducted reprocessing in accordance with IFU, we could not specify the cause of the foreign material remained in the device. For the burn on the camera cover, although it was not possible to determine the cause of the incident from the information obtained, it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: for foreign material on the nozzle, the IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. For burn on the camera cover, operation manual gif-q260j chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope operation manual gif-q260j . Chapter 4 operation:4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle and a burn on the camera cover. There was no patient involvement.